Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the returned device did not identify any complaint related issues. Functional evaluation revealed the unit presented a voltage calibration error. The complaint was confirmed and a root cause has been associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include connecting a shorted or defective rf wand which could result in damage to the rf pcb. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the vulcan generator did not function. No case involved. Results of investigation have concluded that this unit displayed a voltage calibration error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.